Event description:
A materials manager reported the foot switch did not respond during a cataract procedure. The footswitch was exchanged to complete the case. There was no harm to the patient. Additional information has been requested.

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).